Manufacturer narrative:
This report was initially submitted to the https://esgtest.FDA.gov/ environment on 04/04/2016 rather than the https://esg.FDA.gov/ environment. Submissions to the https://esgtest.FDA.gov/ environment were conducted in good faith that envoy medical was following all MDR submission requirements per the 21cfr803 regulation. The issue is under corrective action investigation and this submission is part of the containment activity for that issue.

Event description:
Post-auricular skin breakdown. History: (B)(6) 2015 - initial implant, no related issues. (B)(6) 2015 - fitting, no mention of skin irritation or breakdown. (B)(6) 2016 - transmastoid revision to address post-auricular skin breakdown. Area was reconstructed by plastic surgeon by shifting skin and temporalis muscle. Model 2001 sound processor (sp) was replaced simply because it had been exposed. Device's performance has not been affected by the tissue breakdown and patient was noted as "extremely satisfied" by the surgeon, dr. (B)(6).